Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus feature was not working as intended. Reportedly, the customer updated the pump software and completed a pump reset. The issue resolved and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.